Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported leak was not confirmed via returned device analysis. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. During the procedure fluid was leaking from the copilot valve. Another device was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. A follow-up report will be submitted with all additional relevant information.